Manufacturer narrative:
Investigation summary a sample was not available for investigation of this feedback; however the customer indicates that leakage was identified from the connection of the mz1000 device to an unknown connecting product. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that the maxzero needleless connector leaked fluid during the infusion. The following information was provided by the initial reporter: "maxzero sat on a patient's cvk and fluid leaks out of the maxzero in connection with the infusion".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector leaked fluid during the infusion. The following information was provided by the initial reporter: "maxzero sat on a patient's cvk and fluid leaks out of the maxzero in connection with the infusion"